Event description:
It was reported that shaft break occurred. The patient presented with angina and was being treated for percutaneous coronary intervention (pci). The target lesion was moderately calcified vessel. A 3.00 x 28mm synergy xd and a 3.50 x 24mm synergy megatron drug-eluting stents were advanced for treatment. However, during insertion of both stents through guideliner, the mid shaft of both synergy megatron stent broke. The whole devices were pulled and removed from the patient. A non-bsc devices were used to complete the procedure. No patient complications were reported.